Event description:
The customer reported the system displayed an intermittent charger failed error message at boot up. This rendered the system inoperable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger circuit board was replaced. The system was then found to be operating as intended.